Manufacturer narrative:
Aspen surgical received a report from the distributor that the product was discovered with an open seal. The actual device was returned for evaluation. The manufacturing lot number and photographic evidence was also provided for review. Analysis of the finished good lot number 144207 was reviewed. No non-conformance's were noted during the manufacturing process. A review of the photo confirmed that the opened seal was present on the product. Four samples were returned for evaluation. Two samples were missing both sides seals and the other two samples were missing the right side seal. The pictures and samples were reviewed with supervisors and the identified root cause was a process failure. When a registration control adjustment is made, the machine needs to cycle and re-home the registration position. After re-homing, the machine can resume production and the senior operator starts the machine. At that time, the sealing bar is not activated at every cycle and will cause two pouches to be completely open and four pouches to have one side sealed. The wi failed to accurately define this process for completing a registration control adjustment. Thus, the machine setup document was updated to include part purge when adjusting parameters in the machine recipe. Additionally, the IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a bioclusive pouch had an open seal in the packaging. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint # (B)(4).